Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the knife blade of the device did not advance. The device was returned to covidien and visual examination found that part of the outer blue jaw coating and grey jaw coating are missing. Gouges were noticed on both jaws as well. The customer was contacted and stated that the material did fall into the pt cavity and was retrieved. They noted that the material came off when the surgeon was trying to open the jaws and had some difficulty. There was no injury to the pt.